Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 480 mg/dl and a moderate ketone level. Customer believed the pump was not delivering insulin as intended; however this could not be confirmed as customer did not have pump available for troubleshooting with tandem technical support. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the next day with the issue resolved and no permanent damage.